Manufacturer narrative:
(B)(4).

Event description:
It was reported "a leak was reported following a titan case by a peer surgeon." Additional information was requested from the customer; however, further details have not been provided at this time.